Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 1995 - the pt was implanted with a bard/davol "marlex" mesh during a hernia repair surgery. On (B)(6) 2015 - the pt underwent unspecified emergency surgery. The attorney's report alleges, pain, additional surgical intervention, and defective mesh.